Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched for this event. The customer had completed as part of their troubleshooting a passing system check and a passing 15 replicate precision run. The fse went onsite but could not find any specific issue with the instrument at the time of service. Review of the customers data revealed that the initial false high accutni+3 result had been generated on an analyzer which had a previous failing system check. The fse stated that part of the activities he completed onsite included verification of ultrasonics and pipettor alignments. No malfunction was identified during this system verification. As deemed by the fse the failing system check was due to qns (quantity not sufficient) sample issue and not a malfunction. Thus, no hardware malfunction was identified by the fse in relation to this event. (B)(4).

Event description:
The customer reported obtaining an erroneously high access accutni+3 result for one (1) patient on their access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The result was reported from the lab. There was a change in patient treatment. The patient had an initial result of 4.617 ng/ml. A second sample from the patient was tested on the same analyser and a result of 0.00 ng/ml was generated. The initial sample was retested on the same analyser and a result of 0.00 ng/ml was generated. This sample was then retested on the customers alternative access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and a result of 0 ng/ml was generated. It was confirmed that there was a change in patient treatment for the one (1) patient involved. The customer reported that the patient underwent cardiac catheterization in association with the initial elevated accutni+3 result. Further correspondence with the customer revealed that the decision to perform cardiac catheterization on the patient was not based solely on the elevated accutni+3 result as first reported to beckman coulter (bec).